Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the advantage/sensor ii system using the same lot number of test strips but different vials within 10 minutes: 4.7 mmol/l and 8.8 mmol/l. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.